Event description:
Surgeon was doing a procedure, using an auto suture roticulator 30-v3 stapler to resect the lung. Stapler clamped down, but would not release. Surgeon continued to work with it; after 10 minutes able to unclamp stapler and remove.